Event description:
A customer stated that when customer used excel off brand reagent strips customer questioned the validity of the results and stated the system would only flash the last reading and not count down. Examples of the high and low readings are 214, 268 mg/dl and 86, 74 and 94 mg/dl. It was assumed that these results did not correlate with how the customer was feeling. Also because would not count down, no blood glucose result could be obtained. To a diabetic no result could represent a serious medical condition. While on the phone a review of the system was conducted. At the time the customer did not have the requisite supplies to continue the testing. The customer was informed that bayer does not provide or support the use of off brand reagent. F/u with the customer will be made.